Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose. Customer's blood glucose level was 333 mg/dl. Customer treated their high blood glucose via glucagon shot. Customer declined to troubleshoot their high blood glucose levels. Customer was assisted with programming the insulin pump.